Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with a lead implanted for parkinson's dual movement disorders. It was reported that the patient had a lead implanted for parkinson's dual movement disorders on (B)(6) 2017. A few days after the lead was implanted the patient had a fall, in which they stated they did not hit their head. The patient was admitted to the emergency room with aphasia afterwards. The patient had a CT brain scan and a small bleed, an ¿l hemorrhage¿, was observed at two points along the path of the lead at which point the patient was also admitted to the hospital. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.